Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 50-60 (mg/dl). Reportedly, the customer believes their basal rate was set too high and this contributed to their low bg levels. Food was consumed and the pump settings were adjusted to treat low bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.